Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was reprogrammed several months ago due to the undersensing of ventricular fibrillation (vf) episodes. The undersensing did not result in a delay of therapy of greater than 60 seconds. This patient recently was admitted to the hospital due to fast arrhythmia's. One anti-tachycardia pacing (atp) therapy and 8 shocks were delivered, but the rhythm was not successfully converted. A save to disk was sent to technical services (ts) for review. Ts discussed that the rhythm was not terminated successfully despite numerous therapies, which is one sign it was not ventricular in origin at the onset. Ts suggested programming options to help with preventing inappropriate therapy in the future. After this discussion with ts, the physician elected to reprogram the device. There were no adverse patient effects reported.

Manufacturer narrative:
This ICD remains in service. At this time there is no additional information. Should additional information become available this report will be updated.